Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, rtos, and gpos, and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported recalled images are black. No pt injury was reported.